Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. In 2001, patient's blood glucose was 193, 153, 120 and 180 mg/dl. Tests were done 10 minutes apart. Patient did not experience any adverse events. No further information has been reported.